Event description:
It was reported that an unspecified quantity of amia cassettes had the patient line green cap fall off the end of the tubing. This was observed during setup of the devices for peritoneal dialysis therapy. The patient stated the cap was not long enough to completely fit on the tubing "snuggly". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred on unspecified dates, may 2021 to march 2022. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.